Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Added additional codes to h6:type of investigation and investigation findings. The device was not returned, and no image evaluation was performed as no imagery was provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed without provided imagery/medical report. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately five years after transcatheter aortic valve replacement (tavr), it was reported that the patient experienced moderate aortic valve regurgitation (ar) with heart failure and trans aortic valve (tav) in tav procedure was planned to be performed (scheduled date unknown)". Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter heart valve (thv) procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration, or non-structural dysfunction (e.g., pannus growth). Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling/IFU deficiencies were identified. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A correction supplemental MDR is being submitted due to new information received. Corrected section b5 to reflect event date of 5 years after tavr instead of 6 years.

Event description:
As reported by edwards japan affiliate, approximately 5 years after a transfemoral tavr procedure with a 26mm sapien 3 valve in the aortic position, it was reported that the patient experienced moderate aortic valve regurgitation (ar) with heart failure. During the hospitalization, an echo revealed moderate central leak. It was unknown whether drug treatment was provided. A tav in tav procedure was planned to be performed (scheduled date is unknown).

Event description:
As reported by edwards japan affiliate, approximately 6 years after a transfemoral tavr procedure with a 26mm sapien 3 valve in the aortic position, it was reported that the patient experienced moderate aortic valve regurgitation (ar) with heart failure and tav in tav procedure was planned to be performed (scheduled date is unknown).

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided. H3 other text : na.